Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the spike was observed to be disconnected from the device and the chamber tubing had a lack of solvent. A batch review was conducted and revealed that this batch was the only batch which had the spike to chamber junction assembled manually. For previous and subsequent batches, this junction was automatically assembled. The cause of the condition is due to the manual assembly of the device. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a flo-gard compatible blood set separated from the tubing of the set when spiking a bag. This occurred during priming. There was no patient involvement. No additional information is available.